Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle detached from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>unk ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) => (B)(4).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that all needles in the box had been detached from the sutures and the sutures were detached from the needles easily. It was not a control release needle. Another product was used to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.